Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac ablation procedure with the affera system was completed on a patient who had presented to the hospital in atypical flutter with worsening heart failure (hf). The flutter briefly terminated to an idioventricular rhythm, then reinitiated. When the patient was brought to the electrophysiology lab, it was noted that the patient appeared to be in focal atrial tachycardia (at) from outside the left atrial appendage (att). The area was ablated and the patient converted to perimitral flutter. Pulmonary vein isolation (pvi) was performed using pulsed field ablation (pfa), then lateral mi line with radiofrequency ablation (rfa). Terminated to sinus bradycardia with very severely prolonged pr interval. It was further reported that in recovery the patient had had altered mental status followed by monomorphic ventricular tachycardia (mmvt) arrest. The patient was intubated, pressors were started for persistent hypotension, and on echocardiogram it showed no effusion. The patient's creatinine rose, and it was not possible to maintain blood pressure on maximum pressors, and during repeated episodes of ventricular tachycardia (vt). It was noted that the patient was treated for cardiogenic shock, respiratory failure, pulseless vt arrest and cardiopulmonary resuscitation was performed. The family elected to withdraw life support withdrawn and the patient died on post operative day #1.